Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). Product no longer available for return.

Event description:
It was reported that two (B)(6)-year-old girls found a lancing device in their schoolyard and both pricked themselves while playing with the device. The lancing device belonged to another student. One of the mothers took both girls to the emergency room. She stated that both girls were receiving medication for (B)(6) exposure and other medication for other types of exposure, which could have severe side effects.